Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 05/29/2015 with the following findings: all buttons responsive during investigation, but contamination was found under contacts. The display is dim faded and pink, and there is a battery compartment crack below the bumper at the case seal. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display, contamination under the buttons, and a cracked battery compartment. This report is made based on the results of an investigation completed on 05/29/2015.